Event description:
It was reported that a clearlink system secondary medication set overinfused. This occurred during patient infusion with busulfan. The secondary line was unclamped and the busulfan began dripping very fast, faster than the programmed 113ml/hr. Some busulfan may have gone into the primary normal saline (ns) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.